Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.